Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user accidentally fell. No connection to the device could reportedly not be established during in situ testing.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to the reported trauma. A re-implantation surgery is considered, but no date has been scheduled yet.

Event description:
The user accidentally fell. No connection to the device could reportedly not be established during in situ testing.